Event description:
Pt had severe scarring in the groin area. Sheath was utilized during a procedure. Following completion of the procedure, the sheath unravelled and separated upon attempted removal. The separated segment was removed in the or.